Manufacturer narrative:
(B)(4). Race noted as (B)(6). The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Endophthalmitis, uveitis, inflammation, iritis, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. Please reference report 2032546-2022-00043 for the reported events in the left eye (os). MFR# reference: (B)(4).

Event description:
It was reported that following bilateral trabecular microbypass stent system procedures (ou), the patient presented eight (8) days postoperatively with endophthalmitis, uveitis, inflammation, and iritis (od), associated with possible decreased visual function due to bilateral endophthalmitis (ou). A vitreous surgery and stent removal was performed to treat the patient. Through follow-up, the surgeon reportedly believes that endophthalmitis may be a contributing factor for the inflammation (od), however the possibility of aseptic endophthalmitis cannot be ruled out. Per report, the patient was treated with additional medication and the event described as "ongoing". The most recent patient status was reported as "the inflammation has subsided since surgery", and "outpatient treatment is ongoing with limited improvement in visual function (ou)". This report references the right eye (od) associated with endophthalmitis, uveitis, inflammation, iritis, and decreased/impaired vision. Additional information is being requested regarding the latest prognosis.

Manufacturer narrative:
Please reference report 2032546-2022-00043 for the reported events associated with the left eye (os). MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported the following information. The reported endophthalmitis, iritis, uveitis and inflammation resolved (ou) with no additional treatment, and there was no additional treatment required for the reported hypopyon and iop increase (os). Reportedly, the patient is being monitored with continued drop treatment. This report references the reported events associated with the right eye (od).